Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the guide wire was kinked before using on the patient during inspection". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(6). The customer returned one opened kit containing various components including a guide wire assembly and catheter for evaluation. No definite signs-of-use were observed on any of the returned components. The guide wire was returned partially retracted inside the tubing. This was evident as the j-bend was inside the advancer tubing, indicating that the assembly was manipulated by the user. Visual analysis revealed that the guide wire contained a kink towards the proximal end. During normal assembly, the area of the kink would have been located inside the guide wire tubing. No damage was noted on the tube assembly. The distal j-bend was intact. Both welds appeared spherical and fully formed. The kink in the guide wire measured 17mm from the proximal weld. The guide wire total length measured 17 15/16", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured .0202", which is within the specification limits of .020"-.021" per the guide wire graphic. The returned guide wire was passed through the returned catheter. Little to no resistance was observed. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "read all package insert warnings, precautions, and instructions prior to use. Failure to do so may result in severe patient injury or death". The IFU also states, "do not use if package is damaged". The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire had one kink in its body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that kinked would have been located inside the guide wire tubing, protecting it from damage. Because of the sample received and the customer report, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the guide wire was kinked before using on the patient during inspection". No patient involvement reported.